Event description:
The customer reported that the canopy's perimeter guard zipper is broken. No pt injury was reported.

Manufacturer narrative:
Zipper broken - evaluation results: evaluation of the returned product shows that the left window zippers slider body is open. Left perimeter guard the left side zippers slider body is open. Left perimeter guard the right zippers slider body is open.